Manufacturer narrative:
The patient remains on lvad support. The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the research associate that the patient's system controller was causing red heart and yellow wrench alarms. The patient was temporarily placed on pneumatic support using an ip console and stroke volume limiter (svl). The system controller was exchanged to the back-up unit and there were no further alarms.